Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. No data was provided for evaluation. The single reported glucose value and range provided for the second value of the set falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Initial reporter telephone number - (B)(6).